Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 5 unspecified bd pen needles were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that 5 patients had issues with pen needles. There was no insulin flow. Verbatim: from phone call on 2021-03-31 10:31:54: this health care professionals first patient from this case called in with cs0043012 dc. Diabetes educator stated, she has 5 patients that are reporting issues with pen needles stated, no insulin flow when priming. Stated, no insulin flow when taking injection even if there is a successful prime. Diabetes educator is going to provide this file number to the individual consumers and have them call in to report issue. Provided case# and my name when they call back. Rn called to notify that she has a few patients having issues with pen needles. All have the complaint that insulin will not come thru the pen needle. All on various pens, and from various pharmacies. She was able to confirm that some of them are using nano second gen."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Additional initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 unspecified bd pen needles were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that 5 patients had issues with pen needles. There was no insulin flow. Verbatim: from phone call on 2021-03-31 10:31:54: this health care professionals first patient from this case called in with (B)(4). Diabetes educator stated, she has 5 patients that are reporting issues with pen needles stated, no insulin flow when priming stated, no insulin flow when taking injection even if there is a successful prime diabetes educator is going to provide this file number to the individual consumers and have them call in to report issue. Provided case# and my name when they call back. (B)(4). Rn called to notify that she has a few patients having issues with pen needles. All have the complaint that insulin will not come thru the pen needle. All on various pens, and from various pharmacies. She was able to confirm that some of them are using nano second gen."